Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an articulation issue with their x7-2t model transducer. There was no injury associated with this event.

Manufacturer narrative:
A thorough evaluation of the x7-2t model transducer identified extensive damage to the device. Performance testing revealed failed articulation and cw noise checks. A teardown of the transducer exposed corrosion in the connector, a cracked plastic portion of the rack actuator, and the articulation knobs displayed build-up and corrosion. Exposure to fluid over time likely resulted in the deterioration of the device. The improper exposure to fluid is indicative of improper handling and maintenance.